Event description:
The autopulse system was deployed on a patient. The system was operated for approx 20 minutes. As the patient was being transferred to the hosp gurney the chest compression assembly (cca) broke. The patient was successfully transported.